Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a vaginal hysterectomy, the device jaws became locked on tissue. The surgeon found the jaws open and reported that the knife blade was protruding from the jaws. There was bleeding noted as less than 250cc. The surgeon used manual suturing to complete the procedure. There was no pt injury.